Event description:
Accucath intravascular catheter placed in the morning and functioning well until leaking identified in the evening. Upon examination the catheter had separated from the hub, the catheter had migrated and could not be seen externally. The patient went to the or for catheter retrieval.